Event description:
The customer called for help with her new meter. While troubleshooting, she performed 2 blood glucose tests and had back to back results of 408 and 148 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.